Event description:
Pt presented self to physician with sudden flare swelling, acute pain, and decreased mobility on left knee past 3-4 weeks. Diagnostic studies demonstrated failed total knee arthroplasty. Physician notes indicated plastic in the joint itself had worn out. Operative note: polyethylene component removed, obviously failed with medical portion completely fragmented. Lateral change as well with multiple polyethylene particles within the joint. Tibial component had definite toggle and was frankly loose. Femoral component had enough roughness on edge to warrant removal. In 2000-surgery done to remove defective implant and replace total knee.